Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer found that it was not in a failed state. The customer was asked to open all tower doors and perform open/close tests. The customer verified and confirmed that everything was functioning correctly. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.